Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, the customer reported arcing and sparking from the plasmablade device tip when activating the device with alligator clips. Another plasmablade device was connected and the same issue occurred. The customer noted that the arcing was within the alligator clip and was about 1/8 in long. There was no injury to the user. There was no patient involvement; therefore, patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.